Event description:
It was reported that during a cephalic vein graft procedure, a vessel perforation occurred. The lesion was located in the cephalic vein graft. The lesion characteristics are unk. The peripheral cutting balloon 8mm x 2cm was advanced to the lesion and inflated to 8 atm. The lesion was dilated and a perforation was observed. The perforation was coiled and embolized with unspecified devices. The pt condition is reported as "ok." Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be complete. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.